Event description:
It was reported to gore that on (B)(6) 2025, a 32 mm gore® cardioform asd occluder was selected to treat an atrial septal defect (asd) measuring 13 x 17 mm. There were no issues reported during the procedure and device placement was successfully performed. However, transthoracic echocardiogram (tte) imaging on the following day showed thrombus formation on the right disc and anticoagulant treatment was started. As recent follow-up tte examination confirmed the device thrombus was still present, thus it was decided to continue with anticoagulant medication. Another follow-up appointment was scheduled for the end of (B)(6) 2025 with enhanced diagnostics to determine the etiology of the thrombus formation.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field recflect gore's internal reference number for this case. A review of the manufacturing records of the gore® cardioform asd occluder involved in this event indicated the lot met all pre-release specifications. Gore intends to follow-up as reportedly; another visit had been scheduled for this patient at the end of (B)(6) 2025. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5, describe event or problem: added supplemental information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code: replaced code g07003 with g04088. Added g04027. H6, type of investigation: added codes b11, b14, b20. H6, investigation findings: replaced code c21 with c19. Added code c0106. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. An evaluation of the device was therefore not performed. H6, investigation conclusions: replaced code d16 with d15.

Event description:
Another follow-up visit was done on (B)(6) 2025 with the aim to use enhanced diagnostics to determine the etiology of the thrombus formation but the examinations carried out did not help to identify the root cause.